Event description:
The device was implanted in the left arm. During acute chemotherapy, the pt reported pain near the implant site. The pain persisted for two weeks. At that point, the radiology dept was consulted and explant was specified. It was noted the catheter of the port may have been nicked during suturing at implant.